Event description:
A customer reported that their pump malfunctioned after receiving a temporary alarm when trying to charge it, noting that it felt quite warm. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and while the customer lacked a backup insulin therapy, they planned to consult their healthcare provider. The customer was informed about using the updated software with a g7 sensor and understood the instructions for returning the faulty pump.